Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient fell down some stairs and then a month later at the patient's follow-up visit oversensing and noise were observed on the atrial lead. It was noted that arm manipulation recreated noise that was witnessed in the stored egms (electrograms). The lead was capped and replaced. Additionally, it was noted that intermittent noise was witnessed on analyzer during case prior to lead replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.